Event description:
The complaint is against a suturefix ultra ahr s, #2 ub str, cb blu (p/n 72203853). The event description states, ¿it was reported that when the suture was pulled to check stability of anchor, it was heard a click sound and came out of bone. (B)(6). Then a second drill was drilled adjacently but same thing happened again. (B)(6) finally, a twinfix was used to finish the procedure¿.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified one additional complaint for this manufactured lot.